Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
This filter was placed back in 2008 by a different hospital. The celect filter is embedded in the ivc wall. Fractures occurred that ended up in the lung and the liver. The physician was able to remove the two fractured legs from the lung and liver. The physician was unable to remove the filter so he is going to leave it in. The patient presented initially with chest pains and those chest pains were alleviated once the fractured legs were removed by an interventional radiologist. The filter was originally placed due to the patient exhibiting may-thurner syndrome. The patient has been released from the hospital and is not currently experiencing any symptoms.